Event description:
Information received by medtronic indicated that the insulin pump's battery lasts less than expected. No further details given. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Customer complaint notes, stated low battery. Unit received with blank display, problem isolated to mother board. The original mother board was removed and replace with a test mother board. No anomalies was notice after battery insert. Problem isolated to mother board. Unit unable download to thds due to mother boards. Unable to perform operating currents, self-test and displacement test or verify low battery alarm due to blank display. Pump received with cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4).